Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Hence, lead was explanted and replaced with new lead. No additional adverse patient effects were reported.